Event description:
Revision surgery - broken stem on tibial poly due to patient wear.

Manufacturer narrative:
Limited info received. Encore will continue to research. The complaint and will submit a follow-up report when additional info is received.